Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe insulin drips exit the infusion tubing during the load fill tubing sequence. A complete supply change was performed resolving the issue. The customer's blood glucose level was 184mg/dl.